Event description:
Olympus was reported that part of scissors became broken. A few months ago the user experienced the same fault. There was no patient harm reported.

Manufacturer narrative:
The two device were returned to olympus europa se & co. Kg for evaluation. The evaluation confirmed that the probe of the second device broke down at the root of the probe tip. There was no scratch found at the broken point. The insulation coating damaged. The ptfe pad was worn. The transducer connecting section was broken. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue orr applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked and broke. It is possible that a trocar with a sharp edge in the opening is used and the insulation coating is scratched by the edge. It is highly likely that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad wore. The transducer connecting section was presumably damaged by external influence. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.